Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, minor scratched display window, and cracked reservoir tube lip. The device alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump passed the idle current, run current, and displacement tests. However, the unit was unable to perform the self test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, and no delivery test due to the compromised force sensor system alarm.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin was squirting out of the tubing during manual prime. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.